Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not confirmed, it is likely that it temporarily occurred due to a malfunction in the charge-coupled device (ccd) unit. The ccd could have malfunctioned due to accumulated electrical stress from repeated energization or overcurrent from accidental application of static electricity. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope displayed no image during preparation for use. The diagnostic tracheoscopy was completed with another device. The patient was not under sedation and there was no reported patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of no image was not confirmed. No fault was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.